Event description:
On (B)(6), about 2 am with no change in care and access, channel 'a' alarmed for 'air in tubing'. Micro bubbles found in tubing inside the pump, but none below. Some small bubbles also found in line above the pump and they were flicked out and pump restarted. I needed to do this 3 times during my shift. On tonight (B)(6), I have had to flick out air bubbles from the line inside the pump and above as they have developed for a total of 4 times. The line has been labeled so it can be saved.